Event description:
The customer reported that there is a zipper damaged on one of the panels but couldn't specify where. There was no patient injury reported. Inspection by posey shows that the large window a zipper slider body is open.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zipper slider body is open. (B) (4).